Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had vibrate anomaly. The customer¿s blood glucose level was unknown. Customer reported that he getting addable alarm and it was not vibrating. Customer is not calling back after being directed to perform a pump test. Insulin pump is currently beeping. Customer reported that the insulin pump did not vibrate when act was pressed after using up arrow to set an easy bolus amount. Assisted customer in performing a self-test. Pump did not vibrate during the vibrate test. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump unable to vibrate due to broken vibrator black wire. Pump received with cracked battery tube thread, corroded battery tube, broken belt clip slot, cracked reservoir tube lip, cracked case near display window corners, cracked on display window and minor scratches on display window noted.